Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for approximately three hours and upon removal the string broke into pieces leaving the pledget inside her vaginal cavity. She was able to manually remove the tampon pledget with assistance from her husband who is a medic. Upon removal the pledget fell apart into pieces. She was confident no pledget pieces remained inside her vaginal cavity and she did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
H10 device evaluation: companion samples were received for evaluation. No product defects or abnormalities were observed that were related to the reported issues. G7: follow-up 1